Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the mildly tortuous and mildly calcified circumflex coronary artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after a diastolic hyperemia-free ration (dfr) measurement using a comet wire, the dfr was negative, so the physician opted to use intravascular ultrasound (ivus) for further information collection. While loading the ivus catheter on the wire, there was resistance, so the wire was wiped clean, and then the ivus catheter tracked smoothly down the wire. A single ivus run was successfully performed, but when the physician attempted to remove the ivus catheter, there was a lot of resistance. The physician then removed the comet wire and ivus catheter together as a system. No patient complications were reported.

Manufacturer narrative:
D4 lot number: corrected the device was returned for analysis. Visual and microscope inspections revealed the tip was detached and the guidewire exit port was torn. Functional test on the guidewire could not be performed due to the condition of the device. Based on the evidence, the reported events of catheter resistance/friction and tip damaged/defective are confirmed. The found issues of guidewire exit port torn and the tip detachment found during the impedance test could have contributed to the tip damaged/defective. The kink found could have contributed to the catheter resistance/friction malfunction during procedure.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the mildly tortuous and mildly calcified circumflex coronary artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after a diastolic hyperemia-free ration (dfr) measurement using a comet wire, the dfr was negative, so the physician opted to use intravascular ultrasound (ivus) for further information collection. While loading the ivus catheter on the wire, there was resistance, so the wire was wiped clean, and then the ivus catheter tracked smoothly down the wire. A single ivus run was successfully performed, but when the physician attempted to remove the ivus catheter, there was a lot of resistance. The physician then removed the comet wire and ivus catheter together as a system. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the mildly tortuous and mildly calcified circumflex coronary artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after a diastolic hyperemia-free ration (dfr) measurement using a comet wire, the dfr was negative, so the physician opted to use intravascular ultrasound (ivus) for further information collection. While loading the ivus catheter on the wire, there was resistance, so the wire was wiped clean, and then the ivus catheter tracked smoothly down the wire. A single ivus run was successfully performed, but when the physician attempted to remove the ivus catheter, there was a lot of resistance. The physician then removed the comet wire and ivus catheter together as a system. No patient complications were reported.

Manufacturer narrative:
D4 lot number: corrected.